Manufacturer narrative:
The customer reported the suspected main printed circuit board assembly (pcba) is available for analysis and a return good authorization has been issued. At this time, vyaire has not received the suspected main pcba for evaluation.

Event description:
The customer reported while using the vela ventilator; the device displays transducer fault alarms. The customer performed troubleshooting, but the issue went unresolved. The issue occurred during patient-use; the customer reported there is no patient consequence associated with the event.

Manufacturer narrative:
Results of investigation: the vyaire failure analysis laboratory received the suspect component for investigation. An investigation was performed and identified the root cause of the reported issue was due to the solenoids failure. The slow solenoids can intermittently result in a bad auto-zero calibration at power-up and operational auto-zero checks. This issue will be internally investigated within vyaire.